Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the physician encountered positioning difficulties and deployed the valve too deep at 10 mm at the non-coronary cusp and 14 mm on the left coronary cusp. The valve also exhibited a moderate paravalvular leak. The physician chose to implant another transcatheter bioprosthetic valve (valve-in-valve) with no further adverse patient effects reported. Both devices remain implanted.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Inaccurate delivery/positioning difficulty is often influenced by patient anatomy and user technique, but a root cause of the too deep implant depth could not be determined from the limited available information. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, the pvl was must likely due to the valve being implanted too deep as the physician encountered positioning difficulties, however a conclusive cause could not be determined from the limited information available. The issue was successfully resolved through implant of a second valve, valve¿in-valve, and no other adverse effects were reported.